Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the distal hepatic branch using a packing coil lp and a non-penumbra microcatheter. During the procedure, the physician successfully placed three lp coils in the target vessel. While advancing the next packing coil lp into the target location, the physician noticed the microcatheter kickback out of the vessel. Therefore, the physician decided to resheath the packing coil lp. While resheathing the packing coil lp within the microcatheter, the packing coil lp unintentionally detached inside the microcatheter. The physician removed the microcatheter containing the detached packing coil lp and the coil was flushed out. The procedure was completed using additional packing coil lps and the same microcatheter. There was no report of an adverse effect to the patient.